Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, oversensing on the ventricular side was observed while closing the pocket. Lead connection was confirmed by a pull check. The device was placed again in the pocket, and oversensing was again seen. Another device was implanted instead.